Event description:
It was reported that during the initial implant procedure the lead exhibited high capture thresholds. The lead did not deploy and fell out of the ventricular wall. The physician tried unsuccessfully to implant the lead and decided to use a new lead. There were no adverse consequences to the patient. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.